Event description:
The physician reported that that following an intraocular lens (iol) implant procedure, the patient experienced epithelial edema at the 1,5/2-hour incision, ocp+1 (ocular cicatricial pemphigoid). The diagnosis was myopization, astigmatism increase. The surgeon prescribed steroids, anti-inflammatory drugs and trehalose. The patient had decrease in visual acuity (6/10) after several months. Additional information has been received and updated. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).